Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
It was reported that while transferring the patient from a bed to a wheelchair, the right sling clip detached from the spreader bar causing the patient to fall and hit his head to the ground. After the event the patient had a CT scan, which was negative and she was sent home under clinical observation. The sling was put out of use by the customer.

Event description:
It was reported that while transferring the patient from a bed to a wheelchair, the right sling clip detached from the spreader bar causing the patient to fall and hit his head to the ground. After the event the patient had a CT scan, which was negative and she was sent home under clinical observation. The sling was put out of use by the customer.

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
An arjo representative was informed about an event involving maxi twin device. It was reported that when a patient was transferred from a bedroom to a wheelchair the right shoulder clip detached. As a consequence of the event the patient fell out from the sling on the floor and sustained head injury. The patient was examined with CT scan which showed negative result, no other injury was found. After the event, the device and sling were checked by the arjo technician. The functional test did not reveal any malfunction. The customer stated that they were not able to described circumstances and reason for clip sling detachment . The clip needs to be put onto the spreader bar pin and pulls downwards in order for the clip to be correctly installed. The clip is not likely to detached on its own, once the clip is properly attached. Also the spreader bar pin shape (¿mushroom shape) ensures that the clip cannot slide off, it ensures the clip is fully on. The user needs to check that the clips are fully in place before and during the lifting process. The passive sling clip instruction for use (04.sc.00) warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process: ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ the customer put the sling out of use as a preventive action, despite the fact that the sling was found in a good condition, without any malfunction. An additional training has been planned in regards to the usage of arjo devices to customer¿s staff. To sum up, the arjo floor lift and clip sling were used as a system for patient transfer when the resident fell out of the device. The clip detached and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.

Manufacturer narrative:
An arjo representative was informed about an event involving maxi twin device. It was reported that when a patient was transferred from a bedroom to a wheelchair the right shoulder clip detached. As a consequence of the event the patient fell out from the sling on the floor and sustained head injury. The patient was examined with CT scan which showed negative result, no other injury was found. After the event, the device and sling were checked by the arjo technician. The functional test did not reveal any malfunction. The customer stated that they were not able to described circumstances and reason for clip sling detachment . The clip needs to be put onto the spreader bar pin and pulls downwards in order for the clip to be correctly installed. The clip is not likely to detached on its own, once the clip is properly attached. Also the spreader bar pin shape (¿mushroom shape) ensures that the clip cannot slide off, it ensures the clip is fully on. The user needs to check that the clips are fully in place before and during the lifting process. The passive sling clip instruction for use (04.sc.00) warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process: ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ the customer put the sling out of use as a preventive action, despite the fact that the sling was found in a good condition, without any malfunction. An additional training has been planned in regards to the usage of arjo devices to customer¿s staff. To sum up, the arjo floor lift and clip sling were used as a system for patient transfer when the resident fell out of the device. The clip detached and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.